Event description:
Customer reported that the tip of an interstitial plastic needle, 2.0mm diameter, length 200mm broke in the pt's liver. This was not recognized before the treatment, so the dummy wire as well as the source wire got contaminated with body fluid. There is a crack that bridges to the needle body and blood is inside the needle tube. By the cable this blood was pulled into the sgt and the afterloader. The treatment was completely accomplished. Negative consequences are not to be expected. The very small piece cannot be sounded out in the liver. Infection signs do not exist.

Manufacturer narrative:
Testing was conducted on stock, including the same as the reported lot, and the field failure was not reproduced under normal use or rough handling conditions.